Event description:
It was initially reported that the patient was having chest pain accompanied by swiping the vns magnet. The patients settings had been increased the week prior. Patient later presented to the emergency room due to pain around the generator site. The patients mother was concerned that there may be an infection; however, the physician assessed it as no infection or puss. The patients generator was explanted. No other relevant information has been received to date.